Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by an intact suture loop. The running suture proximal end was even, consistent with cutting. The knot was loose, and the collagen was not fully compacted. The returned components suggest incomplete advancement of the knot and collagen with the tamper tube, as stated in the instructions for use. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) states the user should maintain tension on the suture while continuing to advance the knot and collagen with the tamper tube, following the puncture tract angle. A complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. The essential indicators for a seal are resistance, hemostasis, and in most cases a black compaction marker is revealed.

Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) after angioplasty of the superficial femoral artery with stenting. A pre-deployment angiogram was performed. There was calcification around the puncture site. Hemostasis was not achieved post deployment and manual compression was applied for 45 minutes. A small hematoma developed. Three hours later, the patient experienced acute ischemia of the right leg. The patient went to surgery where the angio-seal anchor was found in the lumen of the rcfa, there was also 1 liter of blood present. The rcfa was repaired with a patch. After surgery, the patient experienced anemia (hb 6g/dl) and received a blood transfusion. The patient required an extended hospital stay, but is reported to now be discharged and stable.